Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was "residual refractive error" and the lens orientation changed at 1 week post-op exam. The lens was rotated approximately 2 weeks post implant due to no correction for astigmatism. The lens was explanted approximately 1 month post implant and a different lens model (non-toric) was implanted.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens intact. The lens was dimensionally inspected. All dimensional measurements were found to be within specifications. Lens evaluation did not identify any anomaly with the lens; axis marks are present and visible. Additionally, one retain sample from the same lot (7548503) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.